Event description:
It was reported that, the patient complained of extreme pain so the surgeon revised. A lot of fluid was noticed by the surgeon before the implants were removed.

Manufacturer narrative:
Due to hospital policy devices will not be returned. If the device or additional information becomes available it will be reported on a supplemental report. Additional devices. 6260-9-126 26mm std lfit v40 head lot# 39272603, uh1-52-26 uhr bipolar 26x52mm, lot# mje7v9.